Event description:
The customer reported a low blood glucose reading without a specific value due to an issue. There was no adverse impact on the customer's blood glucose level. The customer drank soda to address the low blood glucose and did not require assistance from a third party. Technical support assisted the customer in updating the pump time and advised them to ensure time settings are accurate. The customer understood and acknowledged this advice.